Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the pacemaker was found in back-up mode. The pacemaker was reprogrammed to resolve the issue. There were no patient consequences.